Event description:
Additional information was received noting that the patient received a full revision. It was noted that no obvious sign of damage was seen on the old lead during surgery. The old lead was noted to be connected to the new generator which still showed high impedance, when the new lead was implanted the high impedance was resolved. Explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance and low output current was observed upon interrogating the patient's device. X-rays were taken and physician assessed images and saw no evidence of lead wire damage or fracture. Patient was noted to be referred for a full lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.